Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found residue and leaking from the syringe. The fsr replaced the 1ml syringe which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with discrepant/erratic sodium patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c16000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the 1ml syringe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) or the 1ml syringe was identified.

Event description:
The customer observed a falsely depressed sodium result generated on the architect c16000 processing module for one sample. The following data was provided: (B)(6) 2023 sid (B)(6) initial result = 116 mmol/l, repeat = 139 mmol/l the instrument has been generating ict error messages over the past few days. No impact to patient management was reported.

Event description:
The customer observed a falsely depressed sodium result generated on the architect c16000 processing module for one sample. The following data was provided: 02jun2023 sid (B)(6) initial result = 116 mmol/l, repeat = 139 mmol/l. The instrument has been generating ict error messages over the past few days. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.